Manufacturer narrative:
The device was manufactured between 29sep2020 and 30sep2020. The device was received for evaluation with no fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The expected infusion time was 48 hours; however, the actual infusion time was 24 hours. The device was filled with fluorouracil 50 mg/ml diluted with an unknown solution, to a total fill volume of 233 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.